Event description:
Additional information was received from a healthcare provider via a clinical study on 2020-jul-30. The clinical diagnosis pain at the pump site. Additional information was received from a healthcare provider via a clinical study on 2020-jul-31. The pump administered the following: bupivacaine (30 mg, dose rate: 6.00065 mg / day), clonidine (300mcg, dose rate: 60.00651 mcg / day), baclofen (300 mcg, dose rate: 60.00651 mcg / day), and fentanyl (75 mcg, dose rate: 15.00163 mcg / day).

Manufacturer narrative:
H6 update / correction: the previously applied method code 4114 was replaced with 4117. The previously applied conclusion code 67 was replaced with 22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen, fentanyl, bupivacaine, and clonidine via an implantable pump. It was reported that on (B)(6) 2020, the patient had pain at the pump site that interferes with their daily activities secondary to pump malposition. The device diagnosis was pump inversion. The patient was going to be referred for a pump pocket revision. There had been no actions taken and the issue was ongoing. It was indicated the event was related to the device or therapy.